Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The neurologist reported that the pt's vns was "not functioning" and had "very high impedance." Diagnostic tests were performed and resulted in high impedance >10,000 ohms. The neurologist reduced the output current and increased the pulse width as a result. No x-rays have been taken, and the neurologist is not planning on doing so. In addition, it was reported that no pt trauma or manipulation is suspected. Although revision surgery is likely, it has not occurred to date.